Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was continuing to see the active alarm button on the home page, and would silence alarm and update the pump, but after the update, the active alarm would show again on the home page with the option to silence again. The agent had the rep end the session, close the app and try again and this resolved the issue. Reviewed that the alert would continue to show for the elective replacement indicator (eri) but alarm should be silenced. It was noted the patient would likely have the pump replaced soon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the most current software version was used at the time of the event. The device was replaced due to eri in march. The device was discarded and would not be returned for analysis. The initial reporter was the patient¿s follow-up physician. No further information was provided.